Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported, he has received no delivery alarms. Customer stated that he can sometimes hear the motor and sometimes he can't. Customer stated that his blood glucose is not stable and insulin is not being properly delivered. Customer declined to troubleshoot as he has changed the infusion set and reservoir and issue has not been resolved. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.